Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.      As per follow-up information ad 10 june 2019, it was further identified that no adverse consequence to poly. Thus, changed in reportability status from serious injury to not reportable.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to notching. Doi: (B)(6) 2008; dor: (B)(6) 2019, left shoulder.